Event description:
The event involved a 7" (18 cm) appx 0.24 ml, smallbore ext set w/microclave¿ clear, clamp, rotating luer. It was reported IV (intravenous) was found leaking IV fluid in bed. Looked at connections and found that the small bore ext set w/microclave clear (mc3302) was where the leaking was coming from. The rubber stopper must have been broken as fluid was pooling behind the rubber part. Part immediately changed out. It was the connection to the nicu peripherally inserted central catheter (PICC). There was patient involvement and no adverse event.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. D4: only di provided as lot number is unknown. Additional reporter: the stevens company limited (B)(6).

Manufacturer narrative:
One (1) photograph was provided by the customer that confirms the complaint of leaking. Received one (1) used list# mc3302, 7" (18 cm) appx 0.24 ml, smallbore ext set w/microclave¿ clear, clamp, rotating luer; lot# unknown as received, there was some seal propagation along the top seal. Also, some residuals inside the clave body are indicative of a leak. The microclave silicone seal and spike were found damaged. The customer complaint of leaking can be confirmed. The tearing found in the silicone seal would cause the microclave to leak. The damage found to both spike and silicone is typical of the use of an incompatible mating device with the microclave. The dfu calls out microclave connectors are compatible with iso male luers having an internal diameter between 0.062" and 0.110". A device history review (DHR) lot# review could not be conducted because no lot number(s) was/were identified.